Event description:
It was reported that an intermittent audible alert was heard from the device, however, when interrogated no alert notification was noted. Abbott technical support was contacted and a software download was performed on the device. The patient was in stable condition.